Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. During evaluation of the device, the 1.5:1 and 2:1 cutters were found to have been previously serviced and deemed to have produced an incomplete mesh.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit had an incomplete mesh. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.